Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. PMA: k011375. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle loosen when opened the single packing. Several same kind of cases. Noticed before using.

Manufacturer narrative:
Analysis and results: there are previous complaints of this code-batch regarding the same issue. We manufactured and distributed in the market 5,004 units of this code-batch. There are no units in our stock. We have received 29 closed samples and 1 open sample with the needle attached to the thread. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). When opening the packages, we have found 2 units of the 29 closed samples received with the needle already detached from the thread. We have checked these units and the thread seems that was escaped from the needle, probably caused by a too low strength applied in the manufacturing process to attach the thread to the needle. Reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future